Event description:
Same case as: 2134265-2015-00769 and 2134265-2015-00773. It was reported that an automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with an atlantis¿ sr pro² coronary imaging catheter intended to visualize the unspecified lesion. During percutaneous coronary intervention, the recorder started but automatic pullback was unable to perform. Vessel size was measured and the deployment of stent was confirmed through a manual record. The procedure was completed successfully by performing a manual pullback. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition with no visible damage observed. The unit underwent a 4 hour burn-in without any failures observed. The unit meets specifications and the results were recorded. No other issues were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).